Event description:
During follow-up on a possible end of service patient, a case manager identified that the patient had passed away on (B)(6) 2013. The cause of death has not been provided to date. A review of the programming history for the patient was performed. With the available programming history available, no device malfunctions were identified. A battery life estimation with the available programming history showed that the vns device was expected to be at end of service by (B)(6) 2013 (date of death). No further relevant information has been received to date.